Event description:
Information was received based on review of a journal article titled, "total hip arthroplasty after rotational acetabular osteotomy", which followed the clinical and radiographic findings of total hip arthroplasty (tha) after rotational acetabular osteotomy (rao) (44 hips), with a minimum 24 months of follow-up and compared those findings with a matched control group of 58 hips without prior rao. The study was a retrospective chart and radiographic review comparing two groups of patients. Conducted over a period of twelve (12) years. Between 1999 and 2011, tha was performed on 45 hips in 43 patients who had previously undergone rao. One patient was lost to follow-up, resulting in the study group comprising of 44 hips in 42 patients. For comparative purposes, (B)(6) age- and gender-matched hips in 58 patients who had undergone tha for osteoarthritis secondary to hip dysplasia during same period were identified and included as the control group. A combined approach was used for 35/44 hips in the study group and 42/58 hips in the control group. The mallory-head acetabular and bimetric stem systems (biomet, (B)(4), USA) were used on 32 hips in the study group and 38 hips in the control group. The remainder of patients in the groups received competitor product. The operative data and clinical evaluations of the study group showed no complications and no revision surgeries were needed. In the control group, four (4) complications were noted which included one (1) infection and two (2) venous thromboembolism (vte). One reoperation / revision was needed in the control group. The radiographic evaluations revealed that heterotopic ossification and cup abduction occurred in both the study and control groups. It was found that the outcomes in terms of functional scores and complication rates did not differ between tha after rao and tha without previous pelvic osteotomy, indicating that the results of tha after rao are equivalent to those of primary tha. Although tha after rao requires technical considerations, similar clinical outcomes to primary tha can be expected.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Initial reporter -the article was written by ito h, et al, total hip arthroplasty after rotational acetabular osteotomy, j arthroplasty (2014); http://dx.doi.org/10.1016/j.arth.2014.10.002. 510k number - unknown . Manufacture date ¿ unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This report is to address only one event of the article. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This complaint addresses one (1) case of postoperative infection. There has been no further information provided and the patients outcome is unknown.